Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a dexcom g6 sensor error resulting in loss of glucose data to the ilet, after the ilet had alerted for low glucose; the user subsequently transitioned to dexcom g7 with guidance and pairing steps completed to the pairing stage. Symptoms included no reported physical symptoms associated with the low reading. Outcomes included a lowest glucose of 46 mg/dl, approximately one hour out of range, and correction with oral glucose. Investigation included troubleshooting and education regarding sensor error, data signal loss to the ilet, and sensor replacement and pairing steps. Investigation of this case revealed a signal loss to the ilet associated with the cgm sensor error, with device function restored through standard troubleshooting and transition to a new sensor model. It was concluded, based on previously established findings for similar reports, that the cause was user/system interface issues related to cgm communication, resolved through troubleshooting and sensor transition.